Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that a 3.5x18mm xience v was implanted in 2007. The pt experienced angina in 2008, and revascularization by ballooning was performed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and restenosis, as listed in the xience instructions for use (IFU), are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. It is likely that the angina is a symptom of the restenosis which was treated with revascularization and resulted in the additional hospitalization; however, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.